Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual evaluation:device photograph(s) for the device related to the reported event of rupture, was reviewed on aug 11, 2022. Visual analysis of the photographs identified; an opening on posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., h.6.